Event description:
It was reported to boston scientific corp that a wallflex enteral stent was used during a stenting procedure performed in 2009. According to the complainant, after the stent was deployed, the physician felt the shape of the stent was not perfect. Therefore, he removed it from the pt. Following stent removal, the physician observed an anomaly at the tip of stent. This procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be filed.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined upon completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.